Manufacturer narrative:
E1 (initial reporter facility name): (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H2 (additional information): a1, b5, e1 (initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip/post code) have been updated based on the additional information received on january 20, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat internal hemorrhoids during an internal hemorrhoid ligation procedure performed in the anus on (B)(6) 2024. During the procedure, the band could not be deployed and got stuck. The physician had to cut off one band and removed this device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 20, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat internal hemorrhoids during an internal hemorrhoid ligation procedure performed in the anus on (B)(6) 2024. During the procedure, the band could not be deployed and got stuck. The physician had to cut off one band and removed this device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. .additional information received on january 20, 2025. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with five bands attached to it, damaged, overlapped and two of the bands were returned separated. In addition, the ligator housing teeth were found bent. The handle had marks of trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had five bands attached, were damaged and overlapped, and two bands were returned separated, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. It is most likely that once the bands were tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment, also getting them damaged. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat internal hemorrhoids during an internal hemorrhoid ligation procedure performed in the anus on (B)(6) 2024. During the procedure, the band could not be deployed and got stuck. The physician had to cut off one band and removed this device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 20, 2025: it was noted that no difficulty was experienced upon setting up the device.